Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q13 transistor on the computer/analog pca. Additionally, contamination was found on j1002 and j1003 inter-pca connectors. The root cause for the shorted q13 transistor could not be positively identified. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.